Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. No ramping, scrolling numbers or scroll bar moving with no input noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 164 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.